Event description:
Implant failed due to surface defect.

Manufacturer narrative:
Implant failed due to surface defect. Its assessed this complaint would actually be a lack of primary stability.

Event description:
Implant failed due to surface defect. Its assesed this complaint would actually be a lack of primary stability.